Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 78 bd luer-lok¿ tip syringe packages were not sealed properly, compromising the sterility. The following information was provided by the initial reporter: "that entire lot that they sent us has defective packaging. They were not sealed properly which makes them not sterile."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 18-mar-2022. H.6. Investigation: it was reported defective items were received. To aid in the investigation, five samples in packaging blisters and one photo were provided for evaluation by our quality team. A visual inspection was performed and all of the samples have one of the packaging blister sides unsealed. No other defects or imperfections were observed. The photo provided shows the samples received. This defect could occur during the slitting process if the packaging blister was not properly centered so the slit was not done at the center of the sealed area. A device history record review was completed for provided material number 302830, lot number 1271488. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging area was performed. The settings and sealing was correct. The slitting was centered. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that 78 bd luer-lok¿ tip syringe packages were not sealed properly, compromising the sterility. The following information was provided by the initial reporter: "that entire lot that they sent us has defective packaging. They were not sealed properly which makes them not sterile."